Event description:
The complaint was reported as: the customer alleges that the device does not produce a mist. The issue was detected out of package and during set-up. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The DHR (device history record) of batch number 02e1300984 of (B)(4) have been reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can lead to the reported defect and no functional issues were found.